Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer reported that they went to swimming with pump yesterday and in less than 10 mins, the pump went off and did not turn on. The customer stated the display was not blank for less than 30 seconds and then did not returned and insert battery alarm did not displayed on pump screen. The customer stated that pump was exposed to fluid in the past and buttons and/or keypad was unresponsive. No harm requiring medical intervention reported. The device will be retuned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Insulin pump case type: ngp. Customer returned insulin pump for an alleged blank display, potential moisture damage and keypad unresponsive/button error alarm found on july 30, 2022. The insulin pump passed the displacement test and active current test, however, failed the sleep current test and self test. Self test failed due to insulin pump error. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alarm/alerts on event date noted. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage¿on electrical board and the force sensor. Corroded battery tube was also noted.¿the j1 connector on electrical board was locked properly during visual inspection. No stuck key alarm found in the history files or traces. Insulin pump passed the keypad voltage test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, stained keypad overlay, cracked keypad overlay, battery tube threads - cracked, cracked case, cracked case (battery tube), cracked case (battery tube), cracked case-corner of belt clip rails, serial number label faded. Blank display was not observed during analysis. Blank display not confirmed. Self test failed due to insulin pump error. Insulin pump error and high sleep current due to moisture damage on electronic assembly. Moisture damage confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.